Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 4¿¿ from the pump header. The remainder of the pump cable (including the inline connector) and the modular cable were not returned. The outflow graft was returned attached to the pump cover outlet port, with the outflow graft bend relief engaged to the graft attachment hardware. The outflow graft and bend relief material had been severed near their respective hardware. The outflow graft clip was returned properly seated over the outflow graft hardware. The mini apical cuff was returned secured with the cuff lock fully engaged. (B)(6) appeared to have been exposed to a fixative agent prior to the pump¿s return for evaluation. Upon disassembly, visual examination of the pump¿s blood-contacting surfaces did not reveal any evidence of depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files were retrieved from(B)(6) and captured the pump functioning as intended. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision d is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including respiratory failure, right heart failure and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under "right heart failure"), discusses the potential development of right heart failure following implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient died due to respiratory failure.

Event description:
The right heart failure did not exist pre-vad implant. A device related issue did not cause/contribute to the right heart failure. The patient had symptoms of shortness of breath. The right heart failure was not treated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient arrived dead at the implanting center from an outside emergency room. The patient was operating as intended and appeared to have died from advanced stages of heart failure. An autopsy was performed and the device was explanted. The ventricular assist device (vad) coordinator was to return the pump. The system controller would also be returned. An explant kit was requested. The patient had arrived to the outside emergency department with shortness of breath requiring intubation. The autopsy confirmed heart failure related causes. This was due to the progression of right heart failure. This was not considered device related. The device operated as expected. The device would be returned.

Manufacturer narrative:
Section g2: report source corrected. Section h6: health effect - impact code 4641 - unexpected medical intervention added. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. (B)(6), was returned assembled with the pump cable severed approximately 4¿¿ from the pump header. The remainder of the pump cable (including the inline connector) and the modular cable were not returned. The outflow graft was returned attached to the pump cover outlet port, with the outflow graft bend relief engaged to the graft attachment hardware. The outflow graft and bend relief material had been severed near their respective hardware. The outflow graft clip was returned properly seated over the outflow graft hardware. The mini apical cuff was returned secured with the cuff lock fully engaged. (B)(6) appeared to have been exposed to a fixative agent prior to the pump¿s return for evaluation. Upon disassembly, visual examination of the pump¿s blood-contacting surfaces did not reveal any evidence of depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files were retrieved from (B)(6) and captured the pump functioning as intended. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under "right heart failure"), discusses the potential development of right heart failure following implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.